Manufacturer narrative:
On (B)(6) 2009, the field service engineer performed carryover, which failed. Sample probe was replaced. Sample pump was replaced. Dilution test passed. High sensitivity foam/no foam system checks performed. All passed. Instrument verified per established procedures. Root cause was not determined. This reportable event was identified during a retrospective review conducted between jan 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This is event 2 of 2. The related MDR is 2122870-2011-06168.

Event description:
Customer reported erroneous high access pth (parathyroid hormone) test results were obtained for two pt samples when using the unicel dxi 600 access immunoassay system. The erroneous high test results were above the normal reference range and were reported out of the laboratory. Repeat analysis was performed. The test results were within the normal range. Corrected reports were issued. Customer did not receive any report of injury or change in pt treatment associated with this event. This is event 2 of 2 reported by this customer. An MDR was filed for each of the two pts.